Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event. Please retract the report 2017865-2025-51847.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker and right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The pacemaker and the lead were explanted and replaced. The patient was stable.